Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2019 during a follow up post implant procedure of a right atrial lead it was observed that the lead had dislodged. The lead was than surgically repositioned and corrected. No further adverse effected were reported. This lead is currently still in service.